Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist recognized variation in the user's speech perception test results and a decrease of his hearing performance compared to the tests he conducted two years ago. The user reported he hit his head a few times when getting out of the car two years ago (2020). He has remembered that one time he hit his head really hard and got dizzy afterwards.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, one channel migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be monitored by the clinic. The device remains implanted and in use.

Event description:
The audiologist recognized variation in the user's speech perception test results and a decrease of his hearing performance compared to the tests he conducted two years prior. The user reported hitting his head a few times when getting out of the car in (2020). The user has remembered that one time he hit his head really hard and got dizzy afterwards. The user will be monitored.